Manufacturer narrative:
H.6 investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tube severed with the incident lot was observed. Evaluation/testing of the customer samples was performed and tube severed was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tubing is damaged with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: when opening the package the phlebotomist sees that the tubing is severed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing is damaged with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: when opening the package the phlebotomist sees that the tubing is severed.